Manufacturer narrative:
(B)(4).

Event description:
The patient was feeling electrical impulses and shocking near her pump. Ths happened near her microwave and other random locations in her home. The pump was noted to be filled with saline and running at minimum rate. The patient was looking for a physician to remove the pump. Additional information has been requested. A follow-up report will be sent if additional information becomes available.